Event description:
The ge 6600 fluoroscopy system would recall or save images. Disk error displayed on monitor.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced a failing hard drive to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.